Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely no image event is due to faulty printed circuit board. Regarding the event unable to hold scope connector, it is surmised that the phenomenon occurred because the receptacle unit was damaged. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that there was no image on the video processor. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.